Event description:
Philips received a complaint by the customer on the v60 indicating that at turn on, the device was getting error code 100b watchdog test failed error and did not power up. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Reviewed suggested repair for a 100b in the rev t service manual. The rse advised to replace the central processing unit (cpu) printed circuit board assembly (pcba). Discussed cpu replacement per the manual to include reprogramming the operating hours and vent serial number, then to call back and get the encryption codes to reenable the software options. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.